Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they could not get past the ¿patient programmer battery low¿ icon on (B)(6) 2016, even after replacing the batteries. It was also reported that the "poor communication" screen was seen on the patient programmer. When the patient programmer powered up and the sync button was pressed, the patient got the ¿low battery¿ warning screen. There was no alleged out of box failure. A replacement patient programmer was requested. It was noted that the patient was at the healthcare professional's office on (B)(6) 2016 for a medication refill, and the patient saw the nurse practitioner. Additional information received from the consumer on 15-aug-2016 reported that the replacement patient programmer was not working. The consumer was instructed to sync with the implantable neurostimulator (ins), and the consumer saw the ¿charge ins battery now¿ warning message. The consumer was advised to charge the ins. It was reviewed that stimulation can be turned on once the ins battery had been charged more. It was also reported that the patient was getting all 8 coupling bars. It was further reported that the patient was on program b but there was only a b1 option; the program was supposed to have b1 and b2. It was recommended that the patient contact the healthcare professional's office regarding programming; the consumer stated they would contact the manufacturer representative directly. There were no reported patient symptoms. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.